Manufacturer narrative:
We are now investigating this case. Expiration date : july 2010.

Event description:
Adverse event: swelling, pain. On (B) (6) 2007 - a pt received artz dispo injection into the knee for osteoarthritis. In 2007 - the pt experienced discomfort of leg, finally he/she was not able to move leg smoothly. Unk - the pt was admitted to another hospital. The physician considered the pt's complaint is unreasonable, so he requested information about artz dispo.